Event description:
Reporter indicated a vns dell x-5 computer was not holding a charge. As soon as the computer was removed from the charger, the computer was unable to be used as it would lose the charge. Attempts for return of the computer are in progress.

Event description:
The vns computer, flashcard, and programming wand were returned for analysis. No anomalies were noted during the analysis for the computer, flashcard or wand. All devices performed per specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.